Event description:
It was reported from the field that the system was explanted and replaced due to erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).